Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "touchscreen failure" code was found in the ventilator's downloaded error log. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at a third-party service center, a "touchscreen failure" code was found in the ventilator's downloaded error log. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. The device operated and alarmed as designed. In the previous report, section in box e: initial reporter was incorrect. The section in box e: initial reporter has been corrected in this report.